Event description:
It was reported that during an unknown procedure, unable to remove the staple during surgery. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details for "unable to remove the staple during surgery"? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open). If the device was cut off, was there any damage to the vessel/tissue? If yes, how was the damage addressed/repaired? Were the device jaws eventually opened? Were there any patient consequences?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch # a9ec9y. Additional information was requested and the following was obtained: "1. Please provide more details for "unable to remove the staple during surgery"? The staple is stuck on device so that can not fire the next staple. 2. Was the device on a vessel/artery when it would not open? No. 3. Were the device jaws eventually opened? No. 4. Were there any patient consequences? No". Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned no apparent damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining nineteen(19) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.